Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified. J16 pins were found to be lifted and completely detached from the pca.

Event description:
It was reported to philips that the device had shock malfunction message. There was no reported patient involvement/adverse patient impact.